Event description:
It was reported that this implantable neuro stimulator (ins) was explanted due to suspected premature battery depletion. The device settings for the patient were as follows: (program 1) contacts 5-, 0-, 1+, 2+ amplitude 3.7 volts, pulse width 390, frequency 30. (Program 2) - contacts 11-, 12-, 5c+ amplitude 8.0 volts, pulse width 390, frequency 30. N=no injuries were noted and the patient outcome from the surgery was reported as "okay". If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Evaluation of the neurostimulator model 37702 (B)(4) found no significant anomaly. The ins passed the final functional test. Trace report findings showed the device was at end-of-service. The setscrews, grommets and access hole adhesive were ok. The ins can was scratched, there was foreign material in the connector ports, and there was foreign material under the connector module cover. Telemetry was ok. The ins was at end of service and the bit was reset to test output. There were no issues when pressing on the ins can. The initial review of the device found group a1 was programmed to an amplitude of 5.9 and group a2 was programmed to an amplitude of 9.3. A longevity calculation estimated early replacement indicator at 0 months and end-of-service at 2.92 months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.